Event description:
Following a diagnostic catheterization procedure in 2003, a vasoseal elite was deployed. Upon removal of the tissue dilator and locator there was quick flash of blood which stopped and the collagen was deployed without difficulty. Immediately after deployment the groin was soft and pulses were present. The pt was sent to the recovery area. The pt began to have symptoms of numbness and loss of distal pulse approx 1-2 hours later. An ultrasound was taken to surgery in the evening where the collagen was removed from the artery. No further complications were reported.